Event description:
A customer reported that a pt experienced an unexpected postoperative refraction following intraocular lens implant surgery. The customer suspects the biometry results were incorrect. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).